Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected delivery or reservoir anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, no relevant alarms are confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. No moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegation are not confirmed. Unable to confirm the customer's alleged concern about a no delivery/occlusion alarm. No relevant alarms were noted in the download history review, and testing of the unit was successful. Customer allegations of damage to the battery compartment were confirmed when a cracked battery tube, cracked corner of belt clip rails, cracked case, and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, and cracked to the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880, unk_reservoir, unomedical. Troubleshooting was initiated, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1880, unk_reservoir, unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.